Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt's visual acuity (va) was 10/10 (20/20 snellen). Nearly four years later, the pt's va has decreased to 2/10 (20/100 snellen). Slit-lamp examination shows a frosted glass appearance to the iol. Additional information provided by the surgeon indicates that during a follow-up visit, only one third of the posterior surface of the iol is opaque. The opacification does not affect the capsule so he has ruled out pco and a yag procedure. The surgeon stated that the pt's va will improve significantly following iol implant surgery in the fellow eye. The surgeon also stated the pt's va is not an issue of concern.